Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found inside thirty six (36) 1000ml intravia containers. The pm was described as white filament floating in the bags. No patient was connected at the time of this event. There was no patient involvement. No additional information is available.